Event description:
Customer reports three bottles of uritstix lot 109011 were received with no instructions for use. There was no impact to patient care due to the missing instructions for use.

Manufacturer narrative:
Additionally, the field service representative reported that they sent customer an old package (B)(4) revision that did not include the current quality control recommendations to run qc every 30 days, new lot, new shipment.